Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the ruby coil pusher assembly and the pull wire was retracted. The embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. Conclusions: evaluation of the first ruby coil revealed that the pusher assembly was kinked. This type of damage typically occurs due to forceful manipulation of the ruby coil against resistance. There was no visible fracture of the pusher assembly. Evaluation of the second ruby coil revealed the pet lock was broken. A broken pet lock indicates that a pull force was applied to the proximal end of the pull wire which, by design, would allow the embolization coil to detach. Since the embolization coil was returned to penumbra detached from the pusher assembly, the root cause of the inability to detach the coil could not be determined. However, tortuous patient anatomy may have contributed to the inability to detach the coil. Extreme tortuosity along the majority length of the pusher can cause a build-up of friction between the pull wire and the inner pusher tube. Withdrawing the ruby coil will alleviate some of the friction, and subsequently allow the ruby coil to detach. The ruby coil introducer sheaths and microcatheter mentioned in the complaint were not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00582

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached three ruby coils into the left gastric artery using another manufacturer's microcatheter. While attempting to deliver a new ruby coil, the physician unintentionally fractured the hypotube of the coil and therefore, removed the coil without any issues. A new ruby coil was then deployed and detached into the aneurysm with visible separation on the black alignment zone; however, upon removal of the ruby coil pusher assembly, the coil retracted back into the microcatheter. The physician removed the microcatheter and detached ruby coil from the patient and completed the procedure using another manufacturer's coils and a new microcatheter. There was no report of an adverse effect to the patient.